Event description:
During a laparoscopic supracervical hysterectomy procedure, the tissue pad was melted off. The case was completed with another device of the same product code. There was no reported pt consequence.